Event description:
On (B)(6) 2025, during the use of our avf, a rupture occurred at the connection between the needle and the tubing, resulting in excessive blood loss in the patient and necessitating emergency resuscitation. Additionally, due to symptoms such as high fever and hypotension caused by blood leakage during the treatment, the patient underwent further resuscitation. This incident has been classified as a major medical event, with the case being handled as an inpatient incident. The patient is currently emotionally distressed.